Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The anesthesia system was investigated on-site by the distributor and the reported failure was reproduced. The expiratory channel pcb and two pressure transducer pcb, inspiratory and fresh gas pressure transducer pcb, mounted on the expiratory channel pcb, were replaced. The parts have not been returned for investigation. The system device logs were sent for evaluation. The evaluation of the received device logs confirms the reported failure. Several sub tests during the system checkout failed. The pressure transducer test failed due to the zero-pressure offset for the fresh gas pressure transducer pcb had drifted outside defined intervals (drifted more than +/-300 mv from factory default). The measured zero pressure offset was 9.99 v and normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 v. The other sub tests that failed during system checkout, failed due to the measured pressure during the tests were out of range caused by the faulty pressure transducer pcb. There is no indication in the logs that the expiratory channel pcb or inspiratory pressure transducer pcbs are faulty. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the distributor investigation and evaluation of the system device logs, is that the reported failure was most probable caused by a broken pressure sensor on the fresh gas pressure transducer pcb.

Event description:
It was reported that the anesthesia system failed several tests during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).